Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 4444 micrograms/ml at a dose of 310,1 mg/day and catapresan 66,7 micrograms/ml at an unknown dose via an implantable pump for unknown indications for use. It was reported that the patient's pump was programmed to minimum rate. The patient experie nced overdose symptoms after receiving a new pump yesterday [(B)(6) 2024]. It was further reported that the health care provider (hcp) checked infusion rates and drug information as well as drug concentration. It was also stated that the catheter was very old and was noticed to be fragile, but there was no time to change it. The issue was not resolved at the time of the report and the patient's status was "alive- no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there were no records of the serial/lot number of the patient's catheter in the patient's files. In regards to the catheter being very old and noticed to be fragile, the rep clarified that the neurosurgeon stated that it looked fragile when trying to cut it out from the scar tissue. It was further stated that from the neurosurgeon's view it looked like it could break. The reason for the patient getting a new pump was due to elective replacement indicator (eri). The cause of the overdose was unknown, but it was suspected that the catheter was kinked before and now when it was straightened, the dosage was too high. Actions/interventions taken to resolve the issue included the patient's pump being programmed to minimum rate and later to a lower rate than before. The issue was reported to be resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# unknown serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.